Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The clip applier device could fire properly at the beginning but then became unable to fire anymore. A new device was opened but the same event occurred. The procedure was completed with another device. There was no patient harm.